Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked blood during use. The following information was provided by the initial reporter, translated from portuguese to english: "patient was punctured, and after the puncture there was a blood leakage through the device's transparent extension part, which should be tight/sealed, like it has holes. It was needed to remove the device and puncture patient once again."

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient was punctured, and after the puncture there was a blood leakage through the device's transparent extension part, which should be tight/sealed, like it has holes. It was needed to remove the device and puncture patient once again."

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.